Event description:
It was reported that the device was used during a open bowel resection. It was reported by the rep that (2) tlc55 instruments locked up before the instrument was completely fired. Both instruments locked up before the instruments completed the firing cycle. Another tlc55 instrument was opened and used to complete the case. There was no consequence to the pt.